Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a broken image was noted due to a defective cable. In addition, the device did not pass water tightness. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the 4k camera head fails to be recognized when connected to the control unit. During a standard service inspection of the customer returned device, a broken image was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the defective cable could not be identified. Olympus will continue to monitor field performance for this device.